Manufacturer narrative:
Integra has completed their internal investigation on 08/25/2015. The investigation included: evaluation of actual device, review of device history review, review of complaints history. Results: the DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ sep. No non-conformance reports were raised during the manufacturing process for this monitor. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: a review of similar complaints during the time period ¿jun 14 to jul 15¿, the quantity of complaints over the review period with the key word identified in the complaint review (10) can therefore be calculated as 0.07 (7 x 10 ¯4) of procedures. Conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification no root cause can be established.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The nurse reported low temperature alarm, it could not be duplicated. The pressure would increase out of nowhere and would alarm. Add'l info has been requested.